Event description:
The patient was hospitalized due to a diabetic ketoacidosis. The reporter was vague as to exactly what led up to the hospitalization except that their blood sugars have been running high on the pump and developed ketones. It was stated that the pt's blood sugars have been running high for almost 2 weeks. It was reported that the pt rotates the insertion site between their abdomen and their legs and the sites have not appeared kinked. They have been changing the sites out at least once a day since last week and are adamant that there are no issues with the site or site insertion. The reporter indicated that the pt's blood sugars seem to come down after injections and then go back up when the pt is put back on the pump. The reporter stated that the pump history log was reviewed no system faults or alarms were noted and all the pump settings are correct. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident.